Event description:
It was reported by the customer that the pyxis medstation es system repeated malfunction of the drawer. The customer stated that staff were forced to retrieve medications from a second location situated at the opposite end of the hospital. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The customer was notified of this information and requested the field service engineer dispatch to be cancelled. However, the customer resolved the issue.